Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) generated an optical sensing module failure, error code # 5, and no trigger. It is unknown the circumstances under which the event occurred. However, there was no patient involvement or adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. The stm, unrelated to the alleged malfunction, replaced the datasettes. The iabp passed all calibrations, functional and safety tests per factory specifications. It was then released back to the customer and cleared for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) generated an optical sensing module failure, error code # 5, and no trigger. It is unknown the circumstances under which the event occurred. However, there was no patient involvement or adverse event reported.